Manufacturer narrative:
H2/h3/h6: analysis was completed on the returned products. The returned power conversion enclosure passed bench testing. It was installed into a test system. The system booted and readied several times with out issue. The systems drive functions were as expected. It passed motion calibrations. Multiple 2d and 3d images were successful. Codes b01, c19 and d14 are applicable. The returned pcba digital motion control was returned and installed in a test system. The system initialized. Motion, generator, communication and charging readied. Test point tp8 and tp23, and tp10 and tp23 measured 2.038vdc and 1.894vdc respectively which is below the minimum expected drive motion voltage. The voltage had drifted. The system failed to drive smoothly. Coeds b01, c02 and d02 are applicable. The second pcba digital motion control was returned and installed in a test system. The system initialized. Motion, generator, communication and charging readied. Test point tp8 and tp23, and tp10 and tp23 measured 2.746vdc and 2.178vdc respectively which is above the maximum and below the minimum expected drive motion voltage. The voltage had drifted. The system failed to drive smoothly. Codes b01, c02 and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products:section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000221, lot/serial #: (B)(6), lot/serial #: (B)(6), lot/serial #: (B)(6) the parts were returned to the manufacture for evaluation and are under analysis at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000221, bi71000860, bi71000221. A manufacturer representative went to the site to test the equipment. It was reported that the digital drive board and power en closure were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. During servicing, it was noticed that the system booted up with digital drive board beeping and not driving. No patient present.